Manufacturer narrative:
The "tcm ID:06" (ce post failure) error message on the thermogard xp ivtm system (serial # (B)(4) observed during preventive maintenance was confirmed during functional testing. The root cause of tcm ID:06 was due to a damaged temperature sensor as a result of wear and tear. The thermogard xp ivtm system was manufactured in may 2010 and it is 9 years old, well beyond its expected serviceable life of 5 years. No physical damaged on the thermogard xp ivtm system was observed during visual inspection. Initial functional testing could not be performed due to error message tcm ID:06 (ce post failure) displayed upon console power on. To remedy the issue, the thermogard console's temperature sensor was replaced. The thermogard system was re-evaluated and passed all functional tests without any fault or issue. Thermogard system is ready for therapy use. Historical complaints were reviewed for service information related to the reported complaint and there were no previous complaints reported for thermogard xp ivtm system with serial number (B)(4).

Manufacturer narrative:
Zoll has received the product for investigation. A follow-up report will be submitted when the investigation has been completed.

Event description:
During preventive maintenance, ivtm thermogard (serial (B)(4)) displayed tcm ID:06. No patient involvement.